Manufacturer narrative:
E1. Address information was not provided, therefore, xx was used as a place holder. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheters' needle was did not retract. The following information was provided by the initial reporter: "once I finished inserting the IV, I went to push the button for the needle retraction and the button didn't depress and the needle did not retract. I observed there was no obvious defect of the needle or the rest of the device. The device was the insyte autoguard shielded IV catheter 20g. The needle not retracting put me at a potential risk that did not happen, once I realized the device was defective, I placed the needle on the floor away from me and the patient until I completed the IV insertion and placed the needle into the sharps container promptly following the task. Exposed needle. No harm to the patient occurred."

Event description:
No additional information.

Manufacturer narrative:
Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review for lot 3167255 did not reveal any annotations or non-conformances during the manufacturing process related to this incident. Based on the available information we are not able to identify a root cause at this time.